Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes and investigation conclusions). A getinge field service engineer (fse) evaluated the iabp unit and found that the helium manifold is causing the depletion of helium from the tank. To fix the issue, the fse replaced the assy,helium reservior, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units helium is leaking. There was no patient injury or death reported.